Event description:
Customer alleged discrepant, back to back blood glucose results of 252 mg/dl, 102 mg/dl, and 122 mg/dl when testing was performed within 2 minutes on the advantage system. Customer reported no symptoms and did not treat or act on the results. Customer does not take medication for his diabetes. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.